Event description:
It was reported that the customer was experiencing low blood glucose. Customer blood glucose level was 40 mg/dl, which was treated with food. Customer's current blood glucose level was 116 mg/dl. Trouble shooting was performed. Customer was not reporting symptoms related low blood glucose. Customer was using insulin pump within 48 hours of reported high blood glucose event. Auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.